Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker.

Event description:
The customer's wife reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that their is no significant events leading to the alarm. Customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer's wife also reported via phone call that he had a high blood glucose but not hospitalized. Customer's blood glucose was 528 mg/dl. The customer was treated with syringes. After the troubleshooting was done, customer's wife was advised to monitor the 2 high blood glucose rule and to follow up with healthcare provider.